Event description:
Healthcare professional reported a clinical patient was injected sometime in the neck lines with 2ml of juvéderm® volite¿. Approximately ten months and a half later, the patient experienced non-device related ¿chronic gastritis and intestinal dysfunction.¿ the same day the patient was treated with sodium phosphates powder. The following day the patient was also treated with dyclonine hydrochloride, pronase granules, simethicone emulsion, and propofol medium, and long chain fat emulsion injection. The events are ongoing.

Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. The events of "chronic gastritis and intestinal dysfunction", deemed not device related are considered an unexpected adverse drug experience.